Event description:
Patient had a percutaneous nephrostomy placed. Approximately, four days later while the patient was being repositioned in bed, the tube was caught and broke close to the skin. A portion of the tube remained in the patient's body. Patient had to return to operating room the following morning to have the percutaneous nephrostomy replaced.